Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-22. It was reported that the cause of the stall was unknown. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving clonidine wi th a concentration and dose of 723 mcg/ml at 87.45 mcg/day, sufenta (sufentanil) with a concentration and dose of 289 mcg/ml at 34 mcg/day, and bupivacaine with a concentration and dose of 17.7 mg/ml at 2.141 mg/day via an implantable drug delivery pump for non-malignant pain. It was reported that the patient's pump stalled multiple times last year. According to logs the pump stalled on (B)(6) and (B)(6) and it was permanently shut off on (B)(6) there were no environmental/external/patient factors involved. The patient received a pump replacement on (B)(6) and the pump will be sent back by the rep for analysis. The issue was resolved at the time of the report. No further symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion pump. The drugs being delivered were 723 mcg/ml clonidine at hydromorphone at 175 mcg/day, 17.7 mg/ml bupivacaine at 4.3 mg/day, 108 mcg/ml baclofen (unknown) at 26 mcg/day, and 289 mcg/ml sufenta (sufentanil) at 70 mcg/day. The reason for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have a MRI. Pump status and/or event log report motor stall occurred, multiple motor stalls and recoveries. On (B)(6) 2019 there was a stall and a recovery, and on (B)(6) 2019 there was a stall. The patient had experienced withdrawal and the change in symptoms were sudden. The symptoms included sweating, nausea, body aches and chills. The pump off passcode was provided at the hcp¿s request. The pump would not be returned to the manufacturer. There were no further complications reported/anticipated.